Event description:
Nursing home staff noted pt to be bradycardic with heart rate of 40-50. A holter monitor was placed which showed frequent noncapture. The pacemaker in place was minimally programmable with no diagnostics other than real time telemetry.